Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high impedance. It was noted that there was a problem with the helix, and it could not be screwed or unscrewed. The rv lead was not used, and different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicate that the helix exceeded specification the number of turns to extend and retract. The helix of the lead had an out of specification analysis result for extension/retraction due to blood. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.